Event description:
During cyroablation procedure while performing the transeptal puncture with the brk and sl1 sheath, a slight resistance was felt. The device was removed and a perforation was noted on the sheath. The devices were replaced and the same issue occured. A third attempt with a new brk and sl0 sheath was performed which was successful.

Manufacturer narrative:
One 8f swartz braided introducer dilator was received for evaluation. The dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator; however, the needle could not advance past the location of the perforation. The cause of the needle insertion difficulty and the perforation remains unknown.